Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that the patient complained the system was not helping and that if felt as if the stimulation had changed. The hcp ordered an x-ray to confirm lead placement and it was found the lead had migrated to t6 from the t8 placement of the superior aspect of the lead. The hcp was planning a referral to another hcp for possible lead revision depending on what the patient wanted. It was unknown if any environmental or external factors contributed to the issue. No troubleshooting or interventions had been taken at the time of the report as they were waiting for the referral. The issue was not resolved at the time of the report. The indications for use were spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that nothing had been done for the patient as they were waiting on authorization from worker¿s comp for the referral.